Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that it was unknown what the lead serial/lot numbers were. It was also stated that the cause of the malpositioning was that the device was not implanted well the first time; human error was noted. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that there was no effect of the deep brain stimulation (dbs) on the patient as the left electrode was not positioned well and was not effective due to the positioning; "malposition after initial surgery". It was confirmed that there were no relevant signs and/or symptoms for the patient and the health care provider (hcp) found out about the issue post-operatively.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2015, product type: extension. Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2015, product type: extension.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that there was no deep brain stimulation (dbs) effect on the patient. It was also noted that a left electrode extension was repositioned on (B)(6) 2016 and the patient was hospitalized for two days; no diagnostics were performed. The lead was stated to have been modified on an unknown date. It was noted that "the neurosurgeon found out preop". The relatedness was stated to be procedure related and left lead related. The implantable neurostimulator (ins) was turned "on" on (B)(6) 2016. The issue was resolved without sequelae on (B)(6) 2016. There were no relevant signs and/or symptoms for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.